Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device was alarming air-in-line but there was no air in the tubing and the user allegedly was unable to stop the alarm. The user ended up changing out the module. There was patient involvement but unknown outcome.